Event description:
A hospital in (B)(6) reported via a distributor that an rt212 adult inspiratory heated breathing circuit failed the ventilator leak test. It was further reported that the leak was coming from the water trap. This was observed before patient use.

Manufacturer narrative:
(B)(4). The rt212 adult inspiratory heated breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the complaint device was returned to fisher & paykel healthcare in (B)(4) for inspection. It was visually inspected, pressure tested, and immersed in a water bath to test for leaks. Results: the pressure test result was outside of the specification due to excessive leak in the water trap. The leak was confirmed when the water trap was immersed in a water bath. A lot check revealed no other complaints of this nature for lot number 120424. Conclusion: the breathing circuit water trap consists of a bowl and a lid, which can be separated to allow the caregiver to empty the water trap. All breathing circuits are pressure tested for leaks during production and those that fail are rejected. This suggests any leak must have developed post production during transport, storage or use, possibly by distortion of the water trap when the bowl was connected. Our user instructions that accompany the rt212 adult inspiratory heated breathing circuit state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate alarms." (B)(4).